Event description:
It was reported that after replacing the device's battery, the unit was displaying an error message that indicates a failure of the device to complete a boot cycle. There were no reports of pt use associated with the reported event.

Manufacturer narrative:
(B) (4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.